Event description:
Blood glucose measured 299, 158, and 120 mg/dl during back to back testing all results performed within 10 minutes of each other. No actions were taken and no treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.